Event description:
It was reported to tyco-kendall healthcare on 11/09/2007, that a customer had a problem with an angel wing. The customer reports, "the nurse tried to attempt to draw blood from a patient and the needle came out of the set in the patient's arm when she withdrew the needle."

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.